Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacing system, consisting of a kora 100 dr pacemaker and two beflex leads, was determined as not mr conditional on the microport crm website, whereas it should be indicated as having limited compatibility. Preliminary analysis confirmed the reported error on the website.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacing system, consisting of a kora 100 dr pacemaker and two beflex leads, was determined as not mr conditional on the microport crm website, whereas it should be indicated as having limited compatibility. Preliminary analysis confirmed the reported error on the website.